Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock lead impedances measurements measuring, from 140-150 ohms. Technical services reviewed the trend, and it is not indicative of a lead problem or fracture and provided possible causes and troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported.